Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information obtained identified the patient's scs ipg was explanted and replaced with a new one.

Event description:
Follow-up identified effective stimulation therapy was reportedly restored. The reported issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has not recharged in several months.l as a result, the ipg is inoperable and will not communicate with any external devices. In addition, the pt programmer's displaying an error message. Surgial intervention may be the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.